Event description:
On 23-jan-2026, a other health care professional contacted technical service to report that viking m (product code 2040035, serial number (B)(6)), needed a middle beam replacement. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Upon inspection, the baxter technician found the middle beam had warped and needed to be replaced. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. The baxter technician replaced the middle beam to resolve. Based on this information, no further action is required. Although there was no reported injury with this event, if a tilting event due to a middle beam warp damage were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.